Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effect of thrombosis is listed in the esprit btk everolimus eluting resorbable scaffold systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. D6a - implant date: estimated.

Event description:
It was reported that the patient underwent a scaffolding procedure, with implant of an unknown size esprit btk scaffold in the right tibioperoneal trunk, via contralateral access in the left common femoral artery. The vessel was sized using intravascular ultrasound (ivus) during the index procedure. The esprit btk was confirmed to be fully apposed at index using ivus. On (B)(6) 2026, approximately 1 month post implant, the patient went to the emergency room and underwent balloon angioplasty for the esprit btk scaffold that had clotted. The patient was reportedly non-compliant with medications and discontinued all medications. In addition to the angioplasty, overnight intravenous infusion of tissue plasminogen activator (tpa) was administered to treat the thrombus. The patient was discharged from the hospital two days after re-admission. Per physician, the in-scaffold thrombus was caused by the patient's discontinuation of his aspirin and plavix medications. No additional information was provided.